Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose (bg) level of 400-500 mg/dl with high ketones that were identified as life threatening by a healthcare provider. The customer attempted to resolve the occlusion with a correction bolus via the pump and a manual dose injection. However, was treated intravenously in the ER with fluids of saline and insulin. The customer was released on the same day, 11/07/23, with no permanent damage and issue resolved. The customer reverted to manual dose injection for insulin therapy.